Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: a visual inspection of the pump showed that there was moisture corrosion in the battery compartment, on the underside of the battery cap, and behind the display lens. The battery compartment was found to be cracked. The pump failed a leak test at the battery compartment. The pump case was opened and evidence of moisture corrosion was found inside the pump.